Event description:
Pt was in physical therapy. She was trying to sit in the walker seat. Right front wheel popped out. Resident was prevented from falling by therapist. Supplier picked up walker to return to invacare.